Event description:
It was reported that the device had a por (power on reset), and indicated less than one month remaining longevity. The device could be reset but did not give a new longevity estimate or battery voltage and impedance reading therefore it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary preliminary testing revealed a full por (power on reset) occurred. The condition disappeared during further analysis and the exact cause of the por. The reported low battery voltage could not be confirmed during analysis. The device consistently exhibited nominal current levels in all programmed conditions. Bench testing, as well as production hybrid testing, yielded nominal results. It was reported that the device had a por (power on reset), and indicated less than one month remaining longevity. The device could be reset but did not give a new longevity estimate or battery voltage and impedance reading therefore it was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device was out of specification in a manner that relates to event premature eri (elective replacement indicator).

Event description:
It was reported that the device had a por (power on reset), stating less than one month remaining longevity. It had been implanted 16 months. The battery impedance and voltage showed depletion. The device allowed reset but did not give a new longevity estimate or battery voltage and impedance reading. It was explanted and replaced. No patient complications have been reported as a result of this event.